Manufacturer narrative:
The tech replaced the brake and brake/steer casters to repair the stretcher.

Event description:
Info received indicates the brake casters do not hold when the brake is set. The casters continue to rotate to the side when the stretcher is pushed.